Event description:
Physician reported that after a lung intervention and cardioversion, the interrogation of the pacemaker involved in this MDR report could not be completed. The device was pacing in vvi at 70 min-1 and did not react on magnet application. Due to muscle twitching at pacemaker pocket, a complete device re-initialization was attempted, but failed. Therefore, it was decided to replace the device.

Manufacturer narrative:
On 08/10/2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.